Event description:
When I put patient on his treatment, I did not set his goal or turn up his blood flow rate. Blood flow was on 150 for 3 hours and goal should have been set at 4200, but remained on 3000. Patient's off weight was .4kg above desired goal. Error found by second rn.